Event description:
It was reported that durepair was used to treat a pt's chiari malformation on (B)(4) 2010. The doctor indicated that he used duraseal in this initial procedure to cover the suture lines of the sewn-in durepair. On (B)(4) 2010, the pt presented with a fluid collection pseudomeningocele. The doctor did an exploratory operation to determine if there was a csf leak in the graft. Upon open examination, he did find a breach in the graft along the suture line. To repair the leak, he used a 4-0 suture to close up the leak, then he overlayed the leak with gelfoam and duraseal over the top of that. Durepair was left in.

Manufacturer narrative:
(B)(4). The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unk how this damage occurred. However, the report stated that duraseal was used to cover the suture line of the graft. The instructions for use that accompany the device caution that animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications.